Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain involving an unknown left stryker knee was reported. The event was not confirmed. -medical records received and evaluation: insufficient information was provided for review. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient reported he has pain in left knee, but does not want to pursue with the investigation, he is going to retain legal representation.

Event description:
Patient reported he has pain in left knee, but does not want to pursue with the investigation, he is going to retain legal representation.